Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert coming from their device. It was determined that a lead integrity alert (lia) was triggered for the patient's right ventricular (rv) lead due to lead noise. It was noted that the alert was triggered while the patient was swimming in a pool while on vacation. The rv lead remains in use. No patient complications have been reported as a result of this event.